Manufacturer narrative:
(B)(4). We received one used, half filled (contaminated with cytostatic agent) easypump ii lt 65-130-s without packaging. The received sample was subjected to a visual examination. Damages were not detected. In as-received condition the white clamp was closed. The original wing cap was not assigned by the customer, the pump was closed with a cannula. After opening the top cap and removing the closing cone, we detected no crystallized drug residues at the filling port (lli-cone). We detected air inside the triangle tube or microbore tube (before and behind the vent filter) and additionally, we detected crystallized drug residues inside the triangle tube or microbore tube. Air inside the flow restrictor were not detected. Residues of fluid inside the lla-cone of the patient connector were not detected but crystallized drug residues inside the lla-cone were detected. Additionally the sample was filled with nacl 0.9% up to the nominal volume ((B)(4)) and a functional test, respectively a leak test, was carried out. After opening the white clamp, removing the cannula and waiting for a while, the pump does not work (solution was not running). Leaks were not detected at the tested sample. We have informed our product site accordingly. A follow-up report will be provided after the statement is available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): there was no drug flow. One pump was leaking after three days.